Manufacturer narrative:
(B)(4). UDI not available as the lot# was not provided by the customer.

Event description:
It was reported that: "the cuff leaked. The patient was hooked up to ventilation in the ICU, during which time the et tube cuff would leak (meaning losing air multiple times during intubation). They had to switch the tube out for a new one."

Event description:
It was reported that: "the cuff leaked. The patient was hooked up to ventilation in the ICU, during which time the et tube cuff would leak (meaning losing air multiple times during intubation). They had to switch the tube out for a new one."

Manufacturer narrative:
(B)(4). UDI not available as the lot# was not provided by the customer. The reported complaint of "leak - device leak - cuff" was confirmed based upon the investigation of the sample received. The customer returned one unit 5-10315 et tube, hvt, 7.5 for investigation. Visual examination of the returned device revealed that the sample appeared used as there was biological material present on the device. Upon functional inspection, the returned et tube was found to have a hole in the balloon cuff which prevented it from being able to stay inflated. All et tubes are 100% inspected for inflation and deflation at the time of manufacturing. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed, and no relevant findings were identified. Additionally, the IFU for this product states, "care should be taken to avoid damaging the thin-walled cuffs during intubation. If cuff is damaged, the tube should not be used." The IFU also states, "cuff pressure should be monitored routinely to assure that an adequate tracheal seal is maintained and that the cuff has not become over-inflated. The tracheal tube cuff should be slowly inflated with the minimum amount of air required to provide an effective tracheal seal. Do not inflate with a measured volume of air or by "feel" of pressure in the syringe since little resistance should be felt during inflation." The customer did not report a lot number; however, a device history record review was conducted on the lot number of the sample received (lot# 73k2300114), and no relevant findings were identified. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event.